Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that the patient was admitted to the emergency room with abdominal pain approximately 8-9 months post vena cava filter implant, and CT imaging demonstrated a filter limb perforating the duodenum. An attempt was made to retrieve the filter; however, the filter was tilted and the filter apex appeared to be embedded in the caval wall. The filter was unable to be retrieved and it remains implanted.